Event description:
Consumer left a comment on an orasure technologies, inc. Facebook post stating they tested negative with inteliswab, but tested positive with two other tests. Facebook comment: "worst tests we have ever used. Had to wait 30 mins for the results per instructions. Even then, it gave us a false negative. The positive result was confirmed by two other tests made by different companies. Besides, the box is too bulky and taking up too much space for just two tests. Luckily, we did not pay for the test kit because they are such garbage. Avoid at all costs. If you receive these for free, throw them away."

Manufacturer narrative:
On 1/17/2023: the consumer posted a comment on an inteliswab facebook post. The consumer stated they confirmed their positive result with two other tests made by different companies, but did not specify what type of test was used. No additional follow up is to be expected with the complaint file, and the incident will be closed internally.

Event description:
Consumer left a comment on an orasure technologies, inc. Facebook post stating they tested negative with inteliswab but tested positive with two other tests. Facebook comment: "worst tests we have ever used. Had to wait 30 mins for the results per instructions. Even then, it gave us a false negative. The positive result was confirmed by two other tests made by different companies. Besides, the box is too bulky and taking up too much space for just two tests. Luckily we didn't pay for the test kit because they are such garbage. Avoid at all costs. If you receive these for free, throw them away."